Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, recurrent urinary tract infections, prolapsed bladder, vaginal bleeding, back pain, pinching sensation, urinary leakage, vaginal odor, and painful intercourse. No further information has been provided.